Event description:
It was reported that the device was not displaying battery longevity calculations one month post-implant, and the device was displaying the incorrect implant date. It was determined that the atrial port was intentionally plugged, which prevented the implant detect from completing and the longevity calculations to begin. The device remains in use. No patient complications were reported as a result of this event. Requested follow-up was received reporting that the implant detect was manually reprogrammed to off.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was not displaying battery longevity calculations one month post-implant, and the device was displaying the incorrect implant date. It was determined that the atrial port was intentionally plugged, which prevented the implant detect from completing and the longevity calculations to begin. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.